Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material#: unknown , batch#: unknown. It was reported that reaction occured. Administration site rash.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material#: unknown , batch#: unknown. It was reported that reaction occured. Administration site rash.

Manufacturer narrative:
No additional information was provided by the mhra gb. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that reaction occurred. Verbatim: administration site rash.